Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 400 mg/dl and 410 mg/dl. The customer did not mention any treatment for high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer reported that she was so high that her husband almost took her to the hospital. The customer also reported no delivery alarm. The customer reported cosmetic damage to the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Insulin pump received with cracked display window corner noted.